Event description:
It was reported that while prepping this inflatable penile prosthesis (ipp) a short gray hair was found on the pump. The procedure was successfully completed using another device. No patient complications were reported.

Event description:
It was reported that while prepping this inflatable penile prosthesis (ipp) a short gray hair was found on the pump. The procedure was successfully completed using another device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders and pump were visually inspected and underwent leak testing. All components passed visual inspection as no damages nor abnormalities were found. Also, all components passed leak testing. In addition, the pump kink resistant tubing (krt) was trimmed to appropriate length prior to functional testing. The pump passed functional testing. Based on the information available and analysis results, they gray hair was most likely been moved off the pump when it was returned for analysis; therefore, a conclusion code of quality control deficiency was assigned to this investigation.